Event description:
It was reported that the ilet would not charge despite attempts with multiple outlets and cables, and after one hour on the charger the battery remained at 17%, leading to battery depletion and the user reverting to backup therapy and then mdi. Symptoms included no reported adverse clinical effects and no changes in blood glucose while the device had been working. Outcomes included interruption of device use and transition to alternate insulin therapy. Investigation included request for a video of the charging behavior, review of battery logs, and app reinstallation with device re-pairing to facilitate data retrieval. Investigation of this case revealed that logs could not be obtained after app reinstallation, so the charging malfunction could not be verified with internal data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further assessment.